Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. Both complaints for this serial number ((B)(4)) have been reported from one u.s. Facility.

Event description:
Experienced placers reporting 3 incidents over the past two weeks that resulted in improper positioning despite max p wave on ECG. All piccs were placed with the same site-rite 8. This event addresses the patient 3. Right side PICC placement. Trimmed at 39 cm. Clinician noted negative deflection and left PICC out 2 cm. At 37 cm max p wave noted on ECG. Chest x-ray taken found to be at brachiocephalic junction tilting slightly toward ij. PICC was removed and replaced with PICC trimmed at 43 cm. Max p wave at 37 cm and 43 cm in the same patient are reportedly identical.